Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient had ¿dead tissue around surgery site¿ and was told by the doctor to not charge her ins. The rep reported that the issue had resolved itself now and they were charging the ins today. No further complications were reported.